Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, upon removal of the sensor applicator, needle was did not retract and remained in skin at sensor insertion site. Patient then removed the needle with her fingers. Against user guide recommendations, patient had inserted sensor into her thigh. No medical intervention or injuries were reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore the problem could not be confirmed. It should be noted that the dexcom user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen).